Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was reported as being high and recently in the 200 mg/dl range. The customer had tried using different types of infusion sets. The customer had seen an improvement with the bg level, however, continued to receive occlusion alarms.